Event description:
A customer contacted baxter's technical service center to report receiving a check supply line alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) had the homepatient (hp) push and turn the spike, move the white clamp down the line, and restart prime. The hp stated there was water coming out of one of the lines. The tsr asked the hp where the solution was coming out of and the hp could not explain where the water was coming from. The tsr suggested the hp start over with new supplies. The hp stated she wanted to try again, pressed go, and the hc alarmed check final line. The tsr had the hp check all the clamps and push and turned the spikes. The hp restarted the prime and the hc alarmed check final line again. The tsr instructed the hp to turn off the machine, close all clamps and start over with new supplies. The hp stated she would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On 30 mar 2010, product surveillance contacted the home patient (hp) regarding the reported event. The day charge nurse who was with the hp picked up the line and stated that she does have any information regarding the reported leak from (B)(6) 2010. The nurse stated the hp has not reported any issues regarding a leak. The nurse stated the hp was doing well on therapy. There was no patient injury or medical intervention reported. On 13 april 2010 product surveillance contacted the hp and she stated that she could not recall where the solution was coming out of. She did not have the lot number and the sample was discarded. No further information was available.

Manufacturer narrative:
(B)(4). The sample is not available, it has been discarded.